Manufacturer narrative:
Covidien reference number (B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse suggested that the inspiratory electronic printed circuit board (pcb) be replaced. The customer reported that ventilator passed all the required testing after replacing the part.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable. The ventilator was not in use on a patient at the time of the reported event.